Manufacturer narrative:
Additional information: h3- device evaluation: lens was returned with moisture in a micro centrifuge vial. Visual inspection found the haptic torn. Dimensional and functional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 12.1mm, vicmo12.1, -11.00 diopter, implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2020. On (B)(6) 2020 the lens was exchanged for a different diopter lens due to refractive surprise. This exchange resolved the problem.

Manufacturer narrative:
Corrected data: d11- not applicable in the inital MDR. Additional information: h6- investigation type 4110: lens work order search- no similar complaint type events reported for units within the samee lot. Claim# (B)(4).